Event description:
After 2 weeks having essure, I started to bleed a lot, and so much pelvic pain, went back to planned parenthood. The place were I got it done telling them I was bleeding a lot and the pain did not stop. They said it was normal, then on (B)(6) I went to a different dr, who performed a d and c on (B)(6), after that I was still bleeding, so he performed an ablation, when all my problems were resolved is when they really started. I started having sex with my husband after almost 8 months of nothing because of the bleeding, my husband started to get a rash, cuts, swelling, burning and pain on his penis after sex, and I had terrible irritation and burning and itching on my vaginal. Is like something that I was releasing from my body was causing us getting sick, we went to the dr. They said we had (B)(6) and we got checked for all you can believe, all was negative!!! But we never got checked if we were allergic to nickel! And that is when we found out what was the cause of all this problems....essure has nickel and me and my husband are allergic to it....